Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 2.5mm x 34mm , eccentric, de novo target lesion was located in the moderately tortuous and mildy calcified left circumflex artery(lcx). A 2.50 x 38mm promus element¿ plus drug-eluting stent (des) was advanced for treatment. However, the device was unable to cross due to acute angulation of the lesion despite the use of a buddy wire. When the device was removed, it was observed that the stent was deformed. Two shorter stents, a 2.25 x 24mm and a 2.75 x 20mm promus element¿ plus des were passed smoothly into the lcx and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that on distal stent strut rows 1 and 2, stent struts were stretched proximally. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no signs of damage were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found multiple sites of bunching along the shaft polymer extrusion for a length of 12 mm on the distal side of the port bond. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 2.5mm x 34mm, eccentric, de novo target lesion was located in the moderately tortuous and mildy calcified left circumflex artery(lcx). A 2.50 x 38mm promus element plus drug-eluting stent (des) was advanced for treatment. However, the device was unable to cross due to acute angulation of the lesion despite the use of a buddy wire. When the device was removed, it was observed that the stent was deformed. Two shorter stents, a 2.25 x 24mm and a 2.75 x 20mm promus element plus des were passed smoothly into the lcx and the procedure was completed. No patient complications were reported and the patient's status was stable.